Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump after providing the necessary information, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues arose again.